Manufacturer narrative:
The customer reported problem was confirmed, a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00971506 case subject: npi 8015 error 800.8000 account name: st clair hospital account #: 1717700 asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n asset location: contact: jake tometsko contact email: jacob.tometsko@stclair.org contact phone: (412) 942 2325 contact mobile: patient or user involvement: no patient or user harm: no case description: caller has an 8015 unit that has 800.8000 errors in the log only. Failure device type: failure problem type: failure mode: case resolution: let biomed know that the 800.8000 error is a software issue with timing. This also can be induced by pressing of two keypad buttons at the same time. If this is a hard error recommend to reflash the unit. If reflashing the unit fails, the logic board will need to be replaced. Emailed a copy of the medical device safety notification for system system error 255-16-275. Biomed ended call. Ref:_00d30y0yr._5000l1qjobn:ref